Manufacturer narrative:
The product was evaluated by quality engineering on (B)(4) 2015. The unit did not pass all functional tests with the customer's component kit. The customer's connector was dirty, which contributed to the low suction issue. The unit passed with the lab's component kit. The instruction manual provided with the breast pump explains the importance of cleaning kit components after each pump session in order to prevent low suction levels.

Event description:
The customer reported to customer service that the suction on her freestyle pump was low causing her to seek medical attention. She was diagnosed with mastitis and prescribed antibiotics.

Manufacturer narrative:
The customer was sent a replacement pump. The customer reported she was being treated for mastitis. Multiple attempts were made to contact the customer, but were unsuccessful. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with a few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention fo the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.